Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an elective ipg replacement procedure on 20may2024, the left extension [related manufacturer report number: 1627487-2021-15950] and the right extension were explanted and replaced because they were difficult to insert due to lack of stiffness on the tip.